Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02346. The patient received an scs system, including an ipg and surgical lead, on (B)(6) 2011. Postoperative, the patient reportedly suffered severe abdominal pain. As the pain had still not resolved 10 days post-implant, the physician explanted the entire system. The lot number for the ipg was not provided. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.